Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported failure. It was observed that the power to therapy 26-pin cable (connecting the power pcb assembly to the therapy pcb assembly)was loose. Physio-control then re-connected this cable. Proper device operation was observed through functional and performance testing. After repair, the device was returned to the customer for use.

Event description:
The customer reported to physio-control that their device could not be powered on. There was no information if there was patient use being associated with the reported event.